Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Contract manufacturer: dexcom inc, (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the out of range alerts was displayed for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the transmitter was paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl and the pump alarmed with ¿transmitter out of range¿ before two hours had elapsed. Investigation revealed a discharged transmitter battery failure. .

Manufacturer narrative:
Please note the update to the asset serial number, d4. Asset serial number added upon receipt of product.